Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen was cracked with the top half unresponsive, and the patient experienced a low blood glucose event after setting a lower target earlier in the day; the patient treated with carbohydrates and was advised to transition to backup therapy while a replacement device was arranged. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included recovery to normal glucose range without medical intervention or hospitalization. Investigation included customer interview, device replacement logistics, and user education on shutdown and data handling. Investigation of this device revealed physical damage to the display and loss of touchscreen responsiveness, with no evidence of device algorithm failure, and the patient¿s reported low glucose was temporally associated with the user-selected lower target. It was concluded, based on previously established findings for similar reports, that the cause was user-selected therapy parameters with contributory physical damage to the device screen.